Manufacturer narrative:
The olympus service team received a ch-s400-xz-eb for the reported issue of unit when plugged in does nothing. Color bars stay and no errors seen. As a part of the estimation process, this camera head underwent a visual inspection and functional tests to assess the device status. This device was estimated on 17jan2024. The user request was confirmed no image on the monitor due to faulty cable unit. In addition, switch #2 is not working due to damaged switch board. A DHR review was completed, and no issues were identified. A labeling review was conducted. No anomalies were found. The failure mode related to ¿no image" was discovered to be included in device risk documentation. The associated document number is (B)(4). After reviewing the similar complaints ((B)(4) and ar code a090206) for the previous 12-months (feb2023 - jan2024), the count of complaints in the current month is within expected ranges, relative to historic counts. No further action is recommended currently. A review of open and closed capas for the (B)(4) camera head on was performed on 01feb2024. The review showed that CAPA-201173 is applicable the user's request of was confirmed. The most probable cause of the complaint is cause traced to design. Based on the investigation, no nonconformances were found related to this complaint. No further escalation is required. CAPA is in progress.

Event description:
It was reported, the subject device did not display an image. There was no patient impact, no harm reported due to the event.